Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited noise. The patient have been lifting heavy things during a move. The noise could not be reproducible during isometric tests. No intervention was performed. The patient would continue to be monitored.